Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips healthcare that the healthcare xl had a power supply board failure. There was no reported patient involvement.